Event description:
A caller reported encountering an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, and successfully guided the caller through the process. After the reset, the error did not reappear, and the customer was able to start a new sensor session successfully.